Event description:
It was reported that the device had a faulty led segment. It appears dim. The channel ¿a¿ which is dimly lit on the left-hand side of the alphabet ¿a¿. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of channel ID display led was observed to be dim could not be confirmed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The syringe or the system logs were not provided. The bd alaris technical service manual for syringe and pca module states to perform regular and preventive maintenance inspections to ensure that the syringe and pca modules remain in good operating condition: perform regular inspections before each use. Perform preventive maintenance inspections annually. These requirements and guidelines are intended to complement the intent of joint commission on accreditation of healthcare organizations (jcaho) requirements. The device was reported with no patient involvement. Root cause: the root cause of the channel ID display led was observed to be dim was unable to be determined. Suspect device was not returned for this investigation, and no additional event information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a faulty led segment. It appears dim. The channel ¿a¿ which is dimly lit on the left-hand side of the alphabet ¿a¿. There was no patient involvement.